Event description:
It was reported that during an arthroscopy, when passing the true pass needle clamp, the doctor noticed that the tip of the device was broken inside the packaging. The procedure was finished with a smith and nephew back up device. There was a surgical delay of less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation. However an image evaluation was performed and found the device identification information and the tip is broken. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since the device was not returned for evaluation. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.